Manufacturer narrative:
Process evaluation did not reveal any internal error in the production of the surgical guide. Review of the doctor's treatment plan showed that the the bone quality around the implant sites #4 and #5 is poor. It is suspected that the poor quality bone around the implants may have hindered the osseointegration.

Event description:
Doctor used a surgical guide for dental implant surgery. Doctor reported that the dental implant sites #4 and 5 failed after a couple of months. Doctor successfully freehanded the implant placement second time around.